Event description:
During a remote follow-up, noise resulting in oversensing episodes were observed on the right ventricular (rv) lead. Technical services was contacted and suggested provocative testing. Provocative testing was performed but the noise was unable to be reproduced. No additional intervention has been performed to resolve the event. Lead damage was suspected but it was not confirmed. The patient is stable with no consequences.